Event description:
The pt reportedly experienced loss of sound with the use of his device. External were externals were exchanged; however, this did not resolved that issue. Surgery to explant the pt's device has been scheduled.